Event description:
It was reported that caller experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and successfully restarted sensor session without further cgm error.